Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence and atrophy of the urethra. After a cystoscopy was performed the 4.0 cm cuff was removed and a new 5.5 cm cuff was implanted. There were no further patient complications.